Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of mitral stenosis, as listed in the mitraclip nt system instructions for use (IFU), is a known possible complication associated with mitraclip procedures.a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event.based on the information reviewed, the mitral stenosis appears to be a result of procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other mitraclip system clip delivery system is filed under a separate manufacturing report number.

Event description:
This report is filed since mitral stenosis was observed post clip deployment. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. The patient presented with a mitral valve mean pressure gradient (mpg) of 2mmhg. One mitraclip (70620u142) was implanted without issue. Following, the mpg increased to 6mmhg. A second clip delivery system (cds 70615u115) advanced to the mitral valve. Mitraclip grasping was performed without issue, however the mpg was noted at 8mmhg. The operator attempted several different placement positions; however, the mpg of 8mmhg was the lowest pressure achieved. The physician decided to deploy the second clip, close and lateral to the first mitraclip. Post procedure, the mpg was 8mmhg and the mr was reduced to grade 2. There was no device malfunction with either device. There was no additional information provided regarding this issue.